Event description:
The patient was admitted from the md's office with concerns for infected ICD pocket site with erosion, noting exposure of leads. A wound culture was obtained and this did show staph aureus, which was oxacillin resistant. The patient underwent extraction of ICD and a drain was placed by the md. A tee (transesophageal echocardiogram) was also performed during this procedure and there was notation of a possibility of vegetation present on the lead within the atrium. But there was no evidence of that when the lead was removed/extracted. The patient was initiated on vancomycin 1 g IV the day before the procedure. The day after the procedure, the patient was switched to cefazolin after cultures came back oxacillin resistant staph aureus. Two days after the explant, the patient went back to the operating room for implantation of a vvi-ICD on the right side. It was a medtronic, model d274vrc. The patient tolerated this procedure well.